Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was discovered that a pressure sensor autozero failure occurred. A philips authorized service provider (asp) went onsite and confirmed the reported issue in the diagnostic report (drpt). The philips asp planned a replacement of the data acquisition (da) printed circuit board assembly (pcba). Device evaluation and repair are pending.

Manufacturer narrative:
The philips asp replaced the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.